Event description:
It was reported that the patient underwent a surgical procedure on an unknown date to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a mesh revision on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, vaginal scarring, urinary tract infection, bowel problems, vaginal bleeding, dysuria, urinary frequency, vaginal discharge, nocturia, urinary retention, and discomfort.